Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 2/7 of their automated peritoneal dialysis therapy. Per initial report, the hp had disconnected their transfer set from the patient line of the homechoice set during dwell 2/7. The hp heard the alarm and subsequently reconnected to the setup. Baxter's tsc assisted the hp in ending therapy early. No patient injury was reported at the time of the alarm.